Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was not impacted. During troubleshooting, a new cartridge was loaded, and the pump performed as intended. Customer successfully resumed insulin deliveries after troubleshooting.